Event description:
The customer reported that the autopulse platform (sn: (B)(6) was being deployed for patient use, and it displayed "system error, out of service, revert to manual CPR." No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn: (B)(6) displayed "system error, out of service, revert to manual CPR" was confirmed in the archive data and during functional testing. The root cause of the system error was a defective processor board (pca), likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in june 2007 and is 18 years old. The archive data could not be downloaded because the backup memory (non-volatile ram) parameters had been corrupted due to the defective processor board. Although corrupted, the archive data was downloaded and showed a system error - 136 (internal parameter corrupted), confirming the reported complaint. The autopulse platform failed initial functional testing because it displayed "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Technical investigation identified the defective processor board as the cause, and it was replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number: (B)(6).